Manufacturer narrative:
The field service engineer (fse) was dispatched to customer site. On 12/8/2016 the fse found the waste chute for the y-cup transport to be clogged/backed up causing z-axis home overrun error, not allowing the daily check to complete, and reporting the zero result for background checks. The fse cleared the back-up and performed daily check with no issues. The most probable cause of the reported event was y-cup transfer waste chute clogged. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, the customer reported issue with background check with their aia-2000 analyzer. Customer reported prime substrates were made yesterday. They already rebooted and checked position of subtrate labels. The same errors occurred. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.